Event description:
It was reported that boston scientific technical services (ts) was contacted by the physician for an unexpected right ventricular (rv) pacing output (5 v), despite a capture threshold measurement of 0.6 v. These episodes were listed as fusion every two beats. Ts indicated that the rv automatic threshold algorithm was erroneously interpreting certain beats as fusion/intrinsic activity. It was recommended to not use the automatic threshold feature as it was not appropriate for this patient's intrinsic rhythm. Additionally, ts noted the system exhibited a high, out-of-range shock impedance measurement (150 ohms). It was recommended to perform a commanded shock to evaluate the true shock impedance, as well as diagnostic imaging and provocative maneuvers to assess the rv lead integrity. At this time, the system remains implanted and no adverse patient effects were reported.